Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the company representative (rep) forwarded a request from a healthcare provider for a mailer kit to send back a pump that had stalled. No other event information was provided to the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.